Event description:
The physician reamed and tapped the femoral head to receive the lag screw upon insertion resistance was encountered and additional force aplied in order to seat the lag screw, next the physician attempted to attached the side plate, but was unable to, because the lag screw shaft had deformed. The physician then removed the lag screw, and inserted a new lag screw, the side plate was then attached without further difficulty. The affected device was then returned to the manufacturer for followupdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.